Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, the patient experienced pain due to the issue. Surgical intervention may be undertaken at a later date to resolve the issue.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced and the pocket relocated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient's pain has resolved.